Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure at pulmonary artery, the coil (subject device) may have become entangled when inserting and removing it, and the coil (subject device) was prematurely detached inside the microcatheter when it was retracted. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure at pulmonary artery, the coil (subject device) may have become entangled when inserting and removing it, and the coil (subject device) was prematurely detached inside the microcatheter when it was retracted. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer was while the coil was been advanced within the microcatheter the coil became detached prematurely inside the catheter, according to further information the coil may have also become tangled inside the catheter. It was reported that the device was prepared as per the dfu (device directions for use), that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient, but it was reported that that continuous flush was not set up and maintained during the procedure and as per the dfu (device directions for use) this is a required step to prepare and maintain flush throughout clinical procedure so therefore its probable this was the cause of the reported event occurring. So therefore, a probable cause of user error will be assigned to the reported codes since there was a deviation from the supplied dfu (device directions for use) that resulted in a different medical product response than intended by the manufacturer or expected by the user.